Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Head snapped off the brush head [device breakage]. Case description: consumer contacted via e-mail and stated that his daughter was brushing her teeth and the head snapped off the brush head. No serious injury was reported.